Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently sticking. The pt reported that the ok keypad button occasionally sticks down for a few seconds, then releases. She stated that she noticed the issue last week she attempted to bolus, and the pump self cancelled the bolus due to the button sticking. The pt noted that she was able to complete the bolus and has not had ay blood glucose excursions. She reported the issue occurred again yesterday. The pt denied physical damage to the rubber keypad; denied exposing the pump to water, and stated that she wears the pump in her pocket or on her pants with a clip.